Event description:
Ous MDR - after an implantation period of about 5 weeks, low sensing values were reported. No lead dislodgement could be observed. As per information from the clinic, sensing values probably fell due to inflammation as part of a typical cardiopathy. The ICD was also tested with all values in range. As sensing values were stable even if they were lower, the system remained implanted at that time. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.